Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during bolus delivery. Customer's blood glucose level was 'ok' around 140 mg/dl. Customer was able to load a new cartridge successfully and resume insulin delivery.